Event description:
It was reported that during the procedure to treat the prostate gland due to benign prostatic hyperplasia (bph), the fiber suddenly bent when it was placed on a cleaning table in a large loop. The tip of the fiber pierced the palm of the nurse causing third degree burns. The decision was made to observe the nurse and not provide any treatment. There was no harm to the patient. It was noted that the fiber had been wrapped around on the cleaning table, and gauze was placed on top of it and it was held by hand to prevent it from moving. No device issues occurred during the pre-operative check. This was the fifth time the fiber had been used. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the fiber identified the fiber was received for analysis in two pieces. A break along the fiber body was observed, and the fiber jack was observed to be melting at the location of the break. Microscopic inspection of the fiber tip found it had degraded and the fiber connector had burn marks on the face. Functional testing was unable to observe the aiming beam due to the fiber body separation. It is probable that procedural handling of the device during the placement on the cleaning table contributed to the fiber body break. The instructions for use (IFU) states: warning - improper use of the device or use of a damaged device may result in severe eye or tissue damage; fire in the treatment room; or accidental laser exposure to the treatment room personnel or patient. Refer to the appropriate laser operator manual for detailed safety information. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported that during the procedure to treat the prostate gland due to benign prostatic hyperplasia (bph), the fiber tip bent. The laser energy exiting out of the tip of the fiber pierced the palm of the nurse causing third degree burns. There was no harm to the patient. It was noted that the fiber had been wrapped around on the cleaning table, and gauze was placed on top of it and it was held by hand to prevent it from moving. No device issues occurred during the pre-operative check. This was the fifth time the fiber had been used. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during the procedure to treat the prostate gland due to benign prostatic hyperplasia (bph), the fiber suddenly bent when it was placed on a cleaning table in a large loop. The tip of the fiber pierced the palm of the nurse causing third degree burns. The decision was made to observe the nurse and not provide any treatment. There was no harm to the patient. It was noted that the fiber had been wrapped around on the cleaning table, and gauze was placed on top of it and it was held by hand to prevent it from moving. No device issues occurred during the pre-operative check. This was the fifth time the fiber had been used. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the fiber identified the fiber was received for analysis in two pieces. A break along the fiber body was observed, and the fiber jack was observed to be melting at the location of the break. Microscopic inspection of the fiber tip found it had degraded and the fiber connector had burn marks on the face. Functional testing was unable to observe the aiming beam due to the fiber body separation. It is probable that procedural handling of the device during the placement on the cleaning table contributed to the fiber body break. The instructions for use (IFU) states: warning - improper use of the device or use of a damaged device may result in severe eye or tissue damage; fire in the treatment room; or accidental laser exposure to the treatment room personnel or patient. Refer to the appropriate laser operator manual for detailed safety information. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.